Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer report number: 1627487-2019-13739, 1627487-2019-13740. It was reported the patient experienced inadequate stimulation for years with their scs system. It was noted the patient had not used their system in approximately 6 years. As a result, surgical intervention was undertaken wherein the entire system was explanted.